Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the AED did not pass self diagnostic check.

Manufacturer narrative:
(B)(4). The failure was intermittent during testing. Unable to confirm failing component.

Manufacturer narrative:
(B)(4).